Event description:
On august 3, 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter does not power on. A no response letter was sent to the pt. This complaint is classified according to the documentation of the customer care advocate. The pt manages his diabetes with insulin-no adjustments. The power issue began on an unspecified time the month prior. As a result of the product issue, the pt reportedly increased his insulin to 15 units at an unspecified time. Approximately 5-6 hours after the product issue began, the pt allegedly developed symptoms of nausea and vomiting. The pt was tested on a hospital/ER meter (unspecified date, time, and results) and was treated with 15 units of insulin (unspecified type) by a healthcare provider. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and events leading up to the pt's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. In addition, it would have been helpful to know what kind of treatment he received at the hospital, and what readings he obtained on the hospital/ER meter. During troubleshooting, the reported issue was not resolved. Although, there is no evidence of product misuse, and the battery contacts were in good condition, the lfs meter did not turn on with the power button pressed and the test strip inserted into the meter. The battery was not replaced per the owner's manual. This complaint is being reported because the pt had symptoms that can be associated with hyperglycemia and received treatment that can be suggestive for hyperglycemia 5-6 hours after the power issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.